Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
Patient reported a right hip revision approximately eight years post-implantation due to unspecified allegations. Patient further reported that during the revision, spacers were implanted. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receipt of additional information, this event was determined to not be reportable as it was not device or procedure related. The initial report was submitted in error and should be voided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Event description:
Patient reported a right hip revision approximately eight years post-implantation due to unspecified allegations. Patient further reported that during the revision, spacers were implanted. Additional information received in patient's medical records indicates the patient was revised due to metallosis and fluid collection in the joint. Revision operative report note3d opaque, straw-colored and brown-tinged fluid, excision of abnormal appearing synovium and tissue, debris and scar tissue in the acetabulum. All components were removed and replaced with a femoral cement spacer, acetabular liner and femoral head. This procedure was stage one of a two stage revision.